Event description:
This information was received through literature article "transjugular intrahepatic portosystemic shunt reduces hospital care burden in patients with decompensated cirrhosis" published online in internal and emergency medicine, 5 january 2021. This is an observational, retrospective study of patients with decompensated cirrhosis treated with tips from january 2008 until march 2019. The cohort comprised 104 patients who all received gore® viatorr® tips endoprostheses. The article reports that shunt dysfunction was seen in 17 cases. Tips dysfunction was defined as a loss of decompression of the portal venous system due to occlusion or stenosis of the stent. All cases were successfully treated by balloon dilation or re-stenting in series with no impact on clinical efficacy. In this case, the shunt dysfunction was treated with a new tips one month following the procedure. The cause of the reported dysfunction was attributed to a bent endoprosthesis.

Manufacturer narrative:
Ballester, maria pilar, et al. "Transjugular intrahepatic portosystemic shunt reduces hospital care burden in patients with decompensated cirrhosis." Internal and emergency medicine 16.6 (2021): 1519-1527.